Event description:
It was reported the patient experienced a hernia in the left lower quadrant coincident with peritoneal dialysis therapy. The cause of the event was reported to be due to pd therapy. On the same day after the onset of the hernia, the patient was hospitalized for the event. The action with dianeal therapy was not reported. The patient underwent surgical repair of the hernia and recovered from the hernia event. No further information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.